Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the oxygenator filled up with pus and blood and was clotted. The customer decided to exchange the oxygenator during patient treatment. No harm to any person has been reported. The customer scrapped the affected hls set therefore a technical investigation could not be performed at the getinge laboratory. In addition pictures was provided by the customer. A medical assessment was performed by getinge medical affairs on 2022-11-14 with the following conclusion. The information available for this assessment is limited to the customer's statement that pus and blood were visible in the oxygenator and that, for this reason, the oxygenator had to be exchanged during the application. Pictures were attached to the complaint by the customer. The following considerations and possible root causes were identified based on the limited information available. Pus is a biodegradation product that results from tissue breakdown (autolysis) and the demise of leukocytes that have migrated into an area of inflammation. However, it is unlikely that the substance in the oxygenator is pus. It is the persuasion of the reviewer that the observation by the customer was most likely platelet aggregation in the oxygenator opposed to active pus in the oxygenator. Platelet aggregation may be result of inadequate anticoagulation, administration of platelets during support, or thrombocythemia (via essential thrombocytosis), etc. The administration of platelets can also cause clotting in the oxygenator. Platelet administration in conjunction with an extracorporeal circuit carries the risk that these may become trapped in the large foreign surface of the oxygenator, leading to clotting. Due to limited information, it is unclear whether platelets were administered. However, it would be a possible explanation for the increased clotting in the oxygenator. Based on the aforementioned reasons, there is no indication that the hls set and its integrated oxygenator were the root cause of observation cited by the customer. There are no insights into drug administration and the anticoagulation procedure because the information provided by the customer is limited to the statement that pus and blood were in the oxygenator (including pictures). Inadequate anticoagulation and the administration of blood components or medications are typical causes of clotting in the oxygenator. The production records of the affected beq-015703112 #shls module advanced adult with lot#3000205807 were reviewed on 2022-11-08. According to the final test results, all the hls module with lot#3000205807 passed the tests as per specifications. Production related influences are unlikely. Thus the reported failure "clotting in the oxygenator" was confirmed but was not attributed or contributed by a device related malfunction. The most probable cause of the reported event was determined as inadequate anticoagulation and the administration of blood components or medications. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 / g-660 / version 04 / us chapter: 4.2 safety instructions for the extracorporeal circulation. No anticoagulation or insufficient anticoagulation causes occlusion of the extracorporeal circulation and the patient circuit. This can lead to inadequate patient support, hemolysis or thrombus formation in the patient. The partial thromboplastin time (ptt) should be in the range from 60 to 90 seconds. An antithrombin iii (at iii) value in the normal range is required for reliable anticoagulant therapy with heparin. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that the oxygenator filled up with pus and blood and was more than clotted. The customer decided to exchange the hls set during patient treatment. No harm to any person has been reported. Complaint ID: (B)(4).